Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-5374 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit pull method was being used in conjunction with the j-tube for the purpose of administering medication for advanced stage parkinson's disease. The peg was placed on (B)(6) 2010. According to the complainant, the patient has had intermittent problems with granuloma in stoma and pain inside stomach. This has also occurred with other manufacturers' percutaneous nutrition/medication delivery systems that have been used on this patient. The granuloma has been bleeding and sometimes been treated with both steroids and lapis. The patient has presented with the same problems again, (exact date is unknown). The patient is scheduled in december for duodopa control at this time it will be decide if further intervention is needed. This device is still in place. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.